Event description:
It was reported through remote transmission that non-sustained lead noise due to myopotential oversensing was observed. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.